Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance ¿ 3 needles experienced foreign matter coring. The following information was provided by the initial reporter: when puncturing with the needle with reference 300637 the gummy of a vial of ceftriaxone 2g, a piece of the gummy came off. This created a risk of injecting particles into the patient's bloodstream. The needle in question was not tracked. The vial, on the other hand, was.

Event description:
It was reported that the bd microlance ¿ 3 needles experienced foreign matter coring. The following information was provided by the initial reporter: when puncturing with the needle with reference 300637 the gummy of a vial of ceftriaxone 2g, a piece of the gummy came off. This created a risk of injecting particles into the patient's bloodstream. The needle in question was not tracked. The vial, on the other hand, was.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300637 and lot number 221005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples were obtained from the manufacturing facility for evaluation. The retained samples were visually inspected and no defects were observed. The retained samples were used to puncture a test vial and then microscopically examined, and again no issues were identified. Taking into account the preventive measures in place, we believe it is unlikely that this incident resulted due to insufficient de-burring of the cannula during manufacture. The inspection process includes a visual examination, measurements, and penetration testing. It is possible that the stopper conditions or the handling of the product had a role in this reported incident. The needle should penetrate the vial at a ninety-degree angle to minimize the risk of catching the internal wall of the vial stopper. H3 other text : see h10.